Manufacturer narrative:
Continuation of concomitant products: dtma2qq crtd; 429888 implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a gradual rise in impedance measurements. The lead remains in use. No patient complications have been reported as a result of this event.